Event description:
Additional information was received from the healthcare provider. It was reported that the granuloma was not confirmed. When the patient's care was assumed in (B)(6) 2023, they were receiving morphine 30mg/ml at 10mg/day. The concentration was decreased to 20mg/ml and the dose was being slowly weaned in preparation to rotate the patient to hydromorphone.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that they had a pump for 7 years and never had any issues with it. Patient stated they just had a new pump put in on (B)(6) and the doctor raised the morphine on (B)(6). Patient mentioned they were told there was a national guideline that they could only raise it to a certain amount. Patient asked if the pump ever granulates on the "leads" (catheter). Agent reviewed known adverse effects. Patient stated the healthcare provider (hcp) believed there was a granuloma. Patient stated they already lowered the medication and are decreasing the levels back to the previous level. The patient was redirected to their healthcare provider to further address the issue. Patient stated they had a refill appointment on (B)(6).